Event description:
The doctor reported that the implant was removed due to osseointegration failure approximately 3 months after initial implant placement. Bone quality around the area was type 2, and oral hygiene around the implant was good. During the surgery, [ero-implantitis disease were observed. Patient has recovered since.